Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image defect a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image defect is caused by scratches on the universal code, component failure of the universal code. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented image noise during setup/ inspection for use, before patient in room. There were no reports of patient harm.